Manufacturer narrative:
The reported events were lead dislodgement, high pacing threshold and p- wave amp variation. As received, a complete lead was returned in one piece. The reported events of high pacing threshold and p- wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact.

Event description:
It was reported that the patient presented in-clinic for a check. The atrial lead exhibited low sensing, high capture threshold, and was dislodged. The atrial lead was explanted and replaced. Patient was stable.